Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer requested a quote for parts but only sent a picture showing the axle plate being broken.